Manufacturer narrative:
Dräger has checked internal post market surveillance data. It could be revealed that the hospital indeed filed two reports in the past describing similar events. For this actual case was no device serial number transmitted, but the model of the ventilator is the same as for the previous cases, and the manufacturing date is identical. Hence, it seems likely that all three events involve the identical device. For the two previous complaints, it was always stated by the customer that the power supply malfunction was repaired by internal resources. Dräger does not sell spare parts to external and thus, it cannot be excluded that the actual event has a causal connection to the previous repair measures or to a spare part of unknown provenience. Dräger cannot be held responsible for repairs that are not made in accordance to the recommendations published by the manufacturer. The aspect that the hospital did not involve the local dräger s&s organization into follow-up measures for any of the cases demonstrates that the filing of these ufrs was rather not motivated by a real interest in getting an expertise from the manufacturer. Regarding this particular case can be stated: this model of ventilator is equipped with an internal battery to cover mains power losses for at least a certain period of time. Following from that, a complete cut-off from energy supply that leads to shutdown is unlikely to occur in single-fault condition. Already for the previous cases, the postulation was made by dräger afterwards that the device was put into operation with a worn or depleted battery. The internal battery is subject to wear and tear, and since it is serving as an important fail-safe mechanism, it shall be regularly inspected and also checked for availability prior to each use cycle; the recommended battery exchange interval is 2 years. The entire device was manufactured end of 2020 and is five years old. Dräger has no information which enables to exclude that the device is still equipped with the initial battery installed during manufacture. Under consideration that preventive maintenance is likely not done according to manufacturer's recommendations, it is not necessarily the case that a malfunction of the power supply was the contributing factor that led the issue come into effect. The device takes in ambient air for cooling of the electronics to avoid an increasing of the breathing gas temperature. The air intake openings are covered against ingress of dust by filters which have to be exchanged regularly. If this is not done, air intake may be inhibited. The device is designed to respond to internal overheating with a temporary shutdown of the internal power supply and shall continue operation on battery until the power supply cooled down and can be switched on again. With a worn internal battery however, a shut-down or reboot will be the consequence. Finally and, in regard of the device history - it is strongly recommended to the user facility to have the device checked by the local dräger s&s organization.

Event description:
Dräger received an ufr in which it was stated that the device suddenly shut-down during a running ventilation episode. There was no detail in the report which would reasonably suggest that health consequences for the patient have resulted from the event. It was further included in the report that the user suspected internal power supply issues and that this was observed repeatedly already.